Manufacturer narrative:
Correction: correct lead cap date is 05 apr 2021, not 02 apr 2021 as reported in initial report.

Event description:
New information received notes the atrial lead was capped and replaced on (B)(6) 2021and an insulation anomaly was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise that led to noise reversion. The lead was capped and replaced on (B)(6) 2021. Post-procedure the patient was stable.